Event description:
The lead was electively explanted. Post operative visual by the physician noted a j retention wire fracture with protrusion through the outer polyurethane insulation. A portion of the lead body remains implanted. Explant method: intravascular, superior, femoral. Technique/tools: direct traction with locking stylet, cook snare. No complications.